Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump volume was too low. Customer's blood glucose level was not adversely impacted. Tandem technical support attempted to further troubleshoot with customer and customer declined to do so.